Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force digital pot. The force sensor no-tube requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream pressure testing (high) in the biomedical service department. There was no patient involvement. No additional information is available.